Manufacturer narrative:
The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. Note: the test strip lot number is unknown; therefore, the device manufacturer date is unknown. In addition, the customer reported discarding both meter and test strips. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer's mother reported that her son was getting unspecified different readings from their omnipod system from (B)(6)-2013 while using unspecified freestyle test strips. The customer experienced the following: "unable to concentrate, lethargic, trouble in being a normal student, hard time to arouse after basketball, sleepiness, and weight loss". The customer was treated with a glucagon injection (1 mg via im) and juice by a non-healthcare provider. The mother further reported the customer was seen by their doctor on (B)(6)-2013 and was advised to change strips. There was no new medication given. Additionally, the mother reported the customer's a1c level went from "6 to 11" and the customer was diagnosed with "dka". There was no report of death or permanent injury associated with this event.